Event description:
New information received indicated that the right ventricular (rv) lead measured elevated high voltage lead impedance consistently. The rv lead was extracted, and a new rv lead was implanted. There were no adverse health consequences, the patient was stable.

Event description:
It was reported an alert for high voltage lead impedance greater than the upper limit was observed on a remote transmission. No intervention plan at this time. The asymptomatic patient will be monitored.